Event description:
The customer reported the evis exera ii xenon light source liquid-crystal display fail to light up on the front panel. In addition, the unit makes a clicking noise. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event. This report is being submitted for the failure to light up issue.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event was confirmed due to faulty power supply. In addition, corrosion on top cover, corrosion on bottom chassis, corrosion on front panel chassis, rear penal deform, rear foot bent, worn out scope socket, cracked lens, and a non-olympus lamp life meter reading over 500+hours were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power supply could not be determined. Olympus will continue to monitor field performance for this device.